Event description:
Indication: common variable immunodeficiency, unspecified. Pt stated that the pump (serial number and maintenance due date: unspecified) stopped working in middle of infusion and it will not hold the syringe or move to infuse. They tried to wind the pump, but it is not working. Another person (pt did not specify who) is manually pushing the med. No delay in infusion and no injury. Pharmacy replacing pump associated with event. Return box sent for device associated with event. No adverse event(s) reported due to product issue. No further info. Reported to (B)(6) by: patient/caregiver.